Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the compressor muffler. The ventilator passed self testing.

Event description:
The customer reported that during patient use, an 840 ventilator's compressor went inoperable. The patient was transferred to a second ventilator. There was no harm to the patient as a result of the event.